Event description:
It was reported that that the customer experienced high blood glucose of 20mmol/l. It was stated that the insulin pump alarmed and the piston of the device has protruded. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Prime alarm during basic occlusion test due to protruding/loose drive support disk. Missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.